Event description:
It was reported via repair work order that the head end lift was functioning intermittently due to malfunction lift assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.